Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. The recommended dosage was overridden by a bolus calculator feature. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: during investigation, the delivered boluses were calculated. The delivered boluses on each day matched correctly to the total daily bolus history. The ez carb and ez bg bolus was manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. Manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus total daily dose (tdd) history correctly showed 20.0u. The pump was exercised for 24 hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. There were no errors, alarms or warnings during testing. The original complaint was unable to be duplicated.